Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multisystem organ failure. It was noted that the patient had a heartmate 3 left ventricular assist device and centrimag right ventricular assist device implant with removal of impella 5.5 on (B)(6) 2023 with significant postoperative bleeding. The patient was placed on continuous renal replacement therapy (crrt) on (B)(6) 2023. The patient experienced acute postoperative respiratory failure with hypoxia and hypercapnia and acute aspiration requiring intubation on (B)(6) 2023. The patient underwent left brachial, ulnar, and radial thrombectomies on (B)(6) 2023 for left brachial thrombus. On the same day the patient had progressive hypotension and right ventricular failure that required escalated doses of vasopressors. The family requested the patient be transitioned to comfort care. The patient was taken off biventricular assist device support, ventilation, crrt and vasopressor support at 0143. The patient passed away at 0144 on (B)(6) 2023. Related manufacturer reference number for the centrimag: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure (including renal dysfunction, right heart failure, and respiratory failure), bleeding, peripheral thromboembolism and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing he file on this event.